Event description:
Boston scientific crm received info that this right atrial (ra) lead became dislodged and began to pace the right ventricle. As a result, the ra lead was explanted. Upon explanting the lead, a small piece of myocardium was attached to the helix. A new ra lead was successfully implanted. No adverse pt effects have been reported.